Manufacturer narrative:
(B)(4). On (B)(6) 2022, the customer alleged for battery failed alarm and cosmetic damage involving a crack. Insulin pump passed displacement test, sleep current measurement, active current measurement, and self-test. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the insulin pump history found multiple: failed battery, battery failed alarm from april 13, 2022 04:51:01.000 to april 13, 2022 22:06:00.000. No unexpected battery alarms or alerts during testing. Insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board 1, electrical board 2, harness vibrator assembly, battery tube, force sensor, and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, scratched case, cracked keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, and faded/stained serial number label damage. In summary, insulin pump passed required testing. Customer alleged for battery failed alarm was not confirmed. Cosmetic damage involving a crack was confirmed located at the battery tube threads, cracked keypad overlay, and corner of belt clip rails. Moisture damage was confirmed located at the electrical board 1, electrical board 2, harness vibrator assembly, battery tube, force sensor, and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm and was unable to read batteries. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. Customer was assisted with troubleshooting and insulin pump did not alarmed battery failed alarm. No harm requiring medical intervention was reported. The device was returned for analysis.